Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported that it's taking 2 hours to charge their implantable neurostimulator (ins) and it used to take about 20 minutes. Caller also stated that they noticed that the recharger paddle is not warming up the same that it usually does and that it usually warms up right near the end of recharging. Caller stated it's now taking it longer to warm up. Caller stated they reset the controller that seems to help. Caller stated they initially spoke with mdt rep and was told that the battery pack was the cause and that they needed a new one. Caller confirmed no visible damage to the recharger. Caller commented that they normally charge about every 2 days and they don't use the device at night because they don't need it while laying on their back. Caller stated they only need to use therapy during the day while they are on their feet. Caller initially stated the issue began 2-3 months ago but said they first notified mdt rep about 6 months ago. Patient services (pss) attempted to clarify event date and then pt said the issues began about 3-4 months ago. Pss attempted to clarify again and pt said it's been a while and would not answer the question clearly. Caller stated they spoke with another mdt rep today and was instructed to contact patient services for a replacement battery pack. Pss explained the battery pack has no impact on the recharge duration or quality and that it was most likely the controller or the recharger cord.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) found no issues with finding or charging ins and passed final functional test. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.